Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that centrifugal drive motor had a flow discrepancy as the flow setpoint was 2800 revolutions per minute (rpm) but the user was only getting 1 to 2 liters/minute (l/min) flow. There were no reported adverse consequences to the patient.